Manufacturer narrative:
This report is being sent to correct our previous submission. Box h: device manufacturers problem code grid updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles appearing the patient' mask. The patient reports cleaning everything but is still concerned due to breathing issues in the past. They have ceased use of the device due to concern for their health. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles appearing the patient' mask. The patient reports cleaning everything but is still concerned due to breathing issues in the past. They have ceased use of the device due to concern for their health. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In the previous report, the UDI was omitted; it has been included in this report. In addition, the following codes were updated: evaluation method, evaluation results, component code, and conclusion code.

Manufacturer narrative:
A correction to b5 since the device is non-uno based on the manufacture date of 11/05/2021.

Event description:
This report is being sent to correct our previous submission. This complaint is not part of the recall for sound abatement foam. The manufacturer received information alleging visualization of black particles appearing in the mask while using a dreamstation auto CPAP device. The patient also speculated the particles could have caused his breathing issue before. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was sent to the product investigation laboratoty for evaluation. Should any additional information be received, a follow-up report will be filed.